Event description:
It was reported that as the ER physician was placing the catheter in the female pt's femoral vein, the swg began to unravel. Upon removal of the wire, the physician was "stuck on the right thumb by the wire." As a result, the pt was stuck again in the right subclavian to obtain central line access. There were no reported pt complications.